Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corrodedkeypad traces. All operating currents are within the specification, nounexpected low battery, off no power, battery out of limit or batteryload limit alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was performed. The device was returned for analysis.